Event description:
Following previous diagnosis of non-union and failed internal fixation, patient underwent open reduction internal fixation on july 2003 utilizing dynamic compression plate with screws. Patient complained of pain and selling and underwent an additional surgery on october 2004. Compression plate was found fractured at the site of the original non-union.